Event description:
The patient was being treated for a ruptured basilar artery aneurysm measuring 6x6x8 mm. The physician successfully placed a penumbra coil 400 into the aneurysm and detached the device. The physician then tried to place a second coil, but the coil was too large and could not be placed in the aneurysm. Upon the removal / re-sheathing of this coil, the coil separated from the detachment system just distal to the hub of the microcatheter. The catheter and coil were successfully removed from the patient. There was no patient injury. The physician continued the case with another microcatheter and completed the case successfully by placing a smaller coil.

Manufacturer narrative:
Results: the coil is lodged inside the catheter at a point starting 43 cm distal of the hub/shaft joint. The lumen of the catheter does not appear to be compromised. The coil cannot be removed from the catheter. A 0.025" mandrel was introduced into the hub and the distal tip to try and push out the coil but both attempts were unsuccessful in removing the coil. The mandrel moved freely inside the catheter, meeting resistance only when it touched the coil. The catheter was cut open to reveal the coil inside. The coil came unwound as it was removed from the catheter. The coil stretch resistant (sr) member is broken and the portion attached to the proximal constraint ball is missing. Approximately 0.5 cm of broken sr member can be seen attached to the distal solder ball. The proximal constraint ball is also no longer attached to the coil and was not included with the returned device. Conclusion: the unintentional detachment of the coil noted in the complaint is confirmed. The coil sr member appears to have broken under tensile force when the coil became lodged inside the catheter. The reason the coil would not advance through the catheter could not be determined based on the description of the complaint provided by the initial reporter and the observations made during the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.